Event description:
In this event, customer sent in their charger for repair. Upon receiving the device, it was found that the charger and the cable are melted around the receptacle area and the plug of the cable.